Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, when flushing the sidearm of the sheath, the stopcock detached. The sheath was replaced and the procedure was completed with cryo. The patient was under general anesthesia and there were no patient complications reported.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 58658-04, was returned and analyzed. Visual inspection showed the stopcock distal end luer was completely detached from the side port tube proximal end. In conclusion, the reported issue of stopcock detachment has been confirmed through testing. The sheath failed the returned product inspection due to the stopcock being detached from the side port tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.